Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one glidepath d/l catheter was returned for evaluation. Gross visual, microscopic visual and functional evaluations were performed. The investigation is confirmed for the reported loss of or failure to bond as the tissue cuff appeared to have frayed fibers and distal end of the tissue cuff was partially detaching off from the catheter and also a space between the tissue cuff and the catheter was also observed. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2022), h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the insertion procedure, the cuff was peeling off the catheter during the insertion procedure. It was further reported that the another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2022).

Event description:
It was reported that during a preparation, the cuff was peeling off the catheter during the insertion procedure. It was further reported that the another device was used to complete the procedure. There was no patient contact.